Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016-, explanted: (B)(6) 2017, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving morphine [10 mg/ml] at a dose of 1.99 mg/day as of (B)(6) 2017 via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient was scheduled for explant on (B)(6) 2017 related to infection. It was indicated that the facility returned explants directly. The patient's weight as of (B)(6) 2017 was (B)(6) lbs. No further information was available at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿. Analysis of catheter model 8780 found ¿no significant anomalies ¿ catheter sutureless connector ¿ tear in seal near guide ring¿. Analysis of catheter model 8782 found ¿no significant anomalies ¿ catheter body ¿ dried, blood, or foreign material occlusion¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter: updated to reflect the initial reporter of the event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-dec-06 from the manufacturer's representative (rep). It was reported that the manufacturer's representative heard about this event from the patient bedside on the day of the explant. The rep noted that the patient's cultures were done and possibly not infected. The patient's healthcare provider thought that the drainage the patient was experiencing could be drug versus drainage. The patient's catheter was not connected. The patient's spinal segment was curled up in the spinal incision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on 2017-dec-20. It was reported that the patient complained of their pump not working on 2017-(B)(4) and the infection was noticed at an exam on 2017 (B)(6). The infection was thought to be an issue as of that exam. Pathological examination of the device confirmed 2+ staphylococcus aureus on 2017 (B)(6) from a sample date 2017 (B)(6). The hcp noted though that this could be contamination. The issue was considered resolved following the explantation. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot # (B)(4), ubd (B)(6) 2017, UDI# (B)(4), and product ID: 8782, serial/lot # (B)(4), ubd (B)(6) 2018, UDI# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Telemetry of the pump upon receipt indicated that the pump was last delivering morphine (10 mg/ml at 0.064 mg/day) and bupivacaine (20 mg/ml at 0.128 mg/day). If information is provided in the future, a supplemental report will be issued.